Event description:
The customer reported that erroneously elevated (hlh) human luteinizing hormone, (fsh) follicle-stimulating hormone and prolactin results, above the normal range of the assay, were generated from a unicel dxl800 access immunoassay system for one patient. As actual patient results were not provided by the customer, the date of event is inferred. Beckman coulter inc assessment of customer supplied data indicated that upon repeat testing of the patient sample on alternate methodologies, repeat results within the normal range for each assay were obtained. The customer also provided progesterone and rheumatoid factor results for this patient, however, based upon initial and/or repeat results, the patient results for these assays were not regarded as erroneous or imprecise and hence were not included as part of this report. The erroneous assay results were reported from the laboratory, however, there was no report of death, serious injury or patient treatment modification associated or attributed to this event. Instrument/assay quality control results were within customer established specification during the timeframe of the event. Patient specific information, additional system/assay performance information and the instrument serial number was not provided by the customer.

Manufacturer narrative:
Service was not dispatched for this event. There was no indication that the customer desired interference testing of the sample. In conclusion, the cause of this event is unknown and could not be determined with the information provided. A second instrument was involved in this event and has been previously reported via MDR 2122870-2012-01149.